Manufacturer narrative:
Continuation of d10: 407652 lead, implanted on (B)(6) 2012. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the right ventricular (rv) lead exhibited oversensing and undersensing prior to detection of ventricular fibrillation (vf). Chronically low r-waves were also noted. The undersensing led to misclassification of fast ventricular tachycardia (fvt) as non-sustained ventricular tachycardia though the episode was ultimately treated as programmed. The patient experienced shortness of breath. It was also reported that the right atrial (ra) lead exhibited oversensing and undersensing possibly resulting in miscl assification of atrial tachycardia/atrial fibrillation (at/af). The rv and ra lead remain in use. It was also reported that phrenic nerve stimulation had been observed on the left ventricular (lv) lead. The lv lead remains in use. No further patient complications have been reported as a result of this event.

Event description:
It was reported that the right ventricular (rv) lead exhibited oversensing and undersensing prior to detection of ventricular fibrillation (vf). Chronically low r-waves were also noted. The undersensing led to misclassification of fast ventricular tachycardia (fvt) as non-sustained ventricular tachycardia though the episode was ultimately treated as programmed. The patient experienced shortness of breath. It was also reported that the right atrial (ra) lead exhibited oversensing and undersensing possibly resulting in misclassification of atrial tachycardia/atrial fibrillation (at/af). The rv and ra lead remain in use. It was also reported that phrenic nerve stimulation had been observed on the left ventricular (lv) lead. The lv lead remains in use. No further patient complications have been reported as a result of this event. It was further reported that the patient was seen in clinic and the leads were reprogrammed to adjust the lower rate limit. It was also noted that the arrythmia appeared to be legitimate polymorphic ventricular tachycardia (vt) with far field electrogram on atrial channel and there was lots of paroxysmal atrial fibrillation with rapid ventricular response.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.